Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and required cardiopulmonary resuscitation (CPR) and was subsequently hospitalized. The device was interrogated and revealed rhythm acceleration occurred. Ventricular tachycardia (vt) was initially detected from the device at a rate of 216 beats per minute which fell into the devices monitor only zone. The ventricular tachycardia (vt) was sustained in the monitor only zone for up to eight minutes and further accelerated into ventricular fibrillation (vf). A shock was delivered and successfully converted the patient to a normal sinus rhythm. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service and therefore will not be returned for analysis to confirm or determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.